Event description:
It was reported that (1) device was about to be used during an unknown procedure. It was reported by the affiliate that the h2tuv had no function (no details). A new h2tuv was used to complete the case. There was no consequence to the patient.